Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin within the black power lead was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 01feb2022. Upon initial observation, a broken pin in the black power lead of the mpu¿s patient cable was found. The mpu¿s patient cable was replaced due to the damaged pin. The mpu was functionally tested, with the new patient cable, and passed all testing without issue. The damaged patient cable was forwarded to product performance engineering (ppe) for further evaluation. The returned patient cable was connected to a test mpu, test system controller, and mock loop. The system ran for an extended period of time. No alarms activated and the pump operated as intended. The white power lead of the system controller was disconnected. The black power lead was able to supply power to the system as intended. The damage to the pin within the black connector of the patient cable did not cause any alarms to activate. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient visited the clinic on (B)(6) 2021 for a follow up appointment and stated their mobile power unit (mpu) had a broken pin in the black power lead. The patient did not bring the mpu with them to this appointment but brought it to their follow-up visit (B)(6) 2021. They were given a loaner mpu in the interim time period between appointments. The mpu with the broken pin was sent for evaluation and repair.